Manufacturer narrative:
Reference record: (B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. It was reported on (B)(6) 2019 that the patient went to hospital due to a stomach ache during food consumption on (B)(6) 2019. During the examination, a buried-bumper was diagnosed and the patient was hospitalized. Per the nurse, a tube replacement is to take place monday (B)(6) 2019. No further information regarding the therapy is available.